Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported unintended movement associated with clip opening while locked. The reported unexpected medical intervention was a result of case-specific circumstance as additional procedure was performed. There is no indication of a product issue with respect to manufacture, design or labeling. Literature attachment: article title: clip opening while locked after transcatheter edge-to-edge mitral valve repair with different onset times: a case series

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled ¿clip opening while locked after transcatheter edge-to-edge mitral valve repair with different onset times: a case series."

Event description:
The article "clip opening while locked after transcatheter edge-to-edge mitral valve repair with different onset times: a case series" was reviewed. The article presented a retrospective single center study, to evaluate transcatheter mitral valve edge-to-edge repair (teer) is now available in many countries and has achieved favorable therapeutic outcomes. However, there have been no reported cases of clip opening while locked (cowl) during the acute phase using the mitraclip g4 system (abbott, abbott park, illinois, USA). Devices mentioned include mitraclip. The article concluded that although the incidence of cowl is low, it can occur during the acute phase following teer. Cowl should be considered one of the differential diagnoses when an exacerbation of mr is observed, even immediately after teer. [The primary author and corresponding author was kazuki mizutani at kindai university faculty of medicine institution.]